Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. Sub cuff atrophy was also noted. The existing aus was explanted and replaced. There were no further patient complications.